Manufacturer narrative:
Voluntary medwatch report received: mw5163400.

Event description:
Voluntary medwatch received states that the atrial lead exhibited infection. It was explanted. The patient experienced no consequences.